Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that a wallflex biliary rx fully covered rmv stent was implanted during a procedure on an unknown date. On (B)(6) 2025, the patient was seen for stent removal. Based on the photo provided by the complainant, it was observed that the stent was damaged. There were no patient complications reported during the stent removal.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: the wallflex billiary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the complainant provided photos. Media analysis was performed, and it was observed that the stent was unraveled and with tissue inside. Media analysis confirmed the reported event of stent material deformation. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported events were related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Based on all available information, the most probable cause selected is known inherent risk.

Event description:
It was reported that a wallflex biliary rx fully covered rmv stent was implanted during a procedure on an unknown date. On (B)(6) 2025, the patient was seen for stent removal. Based on the photo provided by the complainant, it was observed that the stent was damaged. There were no patient complications reported during the stent removal.